Event description:
Customer reported being hospitalized for high blood glucose levels. It was reported that customer gets high blood glucose levels whenever she has arthritis pain , and that may be the cause of the hospitalization. Customer stated that she goes to hospital about twice a year due to her blood glucose levels rising due to the pain. It was reported by customer that pump is working properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.